Event description:
As part of a legal dispute intuitive surgical received information and medical records regarding a patient that underwent a da vinci si oophorectomy procedure on (B)(6) 2013. The patient's medical records indicate that the patient had a hysterectomy in the past and was diagnosed with an ovarian cyst in (B)(6) 2012. The (B)(6) 2013 da vinci oophorectomy operative report indicated that the patient's diagnoses were pelvic pain and left ovarian cyst. Findings included adhesive disease, particularly in the area of the left ovary. The left ovary was noted to have a 3 cm cystic structure. Procedures performed included left salpingo-oophorectomy and lysis of adhesions. The patient was brought to the recovery room in stable condition. The operative reports did not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. Medical records involving the patient's care from (B)(6) 2013 to (B)(6) 2013 were provided. According to the medical records, the patient underwent multiple subsequent surgeries, including an exploratory laparotomy procedure for a perforated bowel on (B)(6) 2013, open cholecystectomy with drainage of an abdominal abscess on (B)(6) 2013, and a washout of a complex abdominal wall abscess on (B)(6) 2013. A patient encounter document dated (B)(6) 2013 reported that the patient was feeling overall better, eating better.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. In addition, no previous complaint was reported related to this event. Isi attempted to contact the site to gather additional information from the risk management group; however, as of the date of this report no response has been received. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si surgical oophorectomy procedure.